Event description:
It was reported by service report that the seat back will not stay upright. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Evaluation result: rocker mechanism, backrest.